Event description:
It was reported that a pump declared an altitude alarm, causing the customer's blood glucose level to exceed 500 mg/dl, with the specific value showing as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, leading to the successful resumption of insulin delivery. The pump resumed normal operation without any recurrence of the alarm, and tips for preventing altitude alarms were provided to the customer.